Event description:
A customer reported a leak from the vial when using the vial mate. A unknown manufacture vial of cubicin and a bag of baxter 0.9% sod chl inj, usp was attached to the vial mate. This was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "leak from the vial adapter" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review could not be completed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.